Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 20 mg/dl. The customer stated that he had been treating based on false sensor glucose readings instead of his finger stick readings. Found that the customer is inserting the sensor properly. However, the customer mentioned that he has been having issues with bleeding at the insertion site after a day of use. The customer also stated that the sensors have been falling off when exercising. In addition, the customer stated that has never had formal sensor training. Advised the customer to always treat based on finger stick readings, not sensor glucose readings. Also, advised the customer that his insulin pump trainer would be contacted due to needing further training. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2012-91193.